Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2021-06465 and 3005099803-2021-06466 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary fully covered rmv stent was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient anatomy was not tortuous. During the procedure, the first wallflex biliary stent (the subject of MFR. Report # 3005099803-2021-06465) was able to be deployed; however, there was difficulty in removing the delivery system and the stent came out along with the delivery system. A second wallflex biliary stent (the subject of this report) was attempted to be implanted but after the stent was deployed, there was difficulty in removing the delivery system and the stent came out along with the delivery system. The procedure was completed with a third wallflex biliary stent. There were no patient complications reported following the procedure.